Event description:
It was reported that during a follow up noise were seen in all three sensing vectors involving this device. A request for device data review was needed. Technical services (ts) reviewed that data and confirmed two untreated episodes recorded in (B)(6) 2020 and both related to episodes showing non physiologic artifacts. Ts noted that the observed artifacts may be related to mechanical noise and lead/header connection should be investigated deeper. Ts discussed that the patient should be called in for an evaluation of the system and x-ray should be performed. Additional information noted that maneuvers were performed an no noise was seen and an electrode fracture as well as a connection issue was excluded. The device was reprogrammed to the secondary sensing vector and a two month follow up was booked. At this time the device remains implanted. No adverse patient effects were reported.